Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2017 at 1:30 pm with blood glucose of 600 mg/dl. Patient's current blood glucose 166 mg/dl. Customer reports they feel okay to troubleshoot. The customer experienced symptoms such as vomiting. Customer reports they have contacted their healthcare provider regarding the high blood glucose. The customer was wearing the insulin pump during the hospitalization. Based on customer report proceeding in troubleshoot per customer alleging possible pump under delivery. Reasons why customer alleges pump is under delivering: due to not eating all day but blood glucose being high. Advise customer will need to replace infusion tubing after high pressure test is performed. Customer is able to perform high pressure test at this time. Assisted with performing the high pressure test. Test results was passed. The insulin pump will not be returned for analysis.